Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient was experiencing pain at the ipg site. It was found that the ipg was tilting outward and sensitive to the touch. As a result, patient is awaiting surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the original battery was replaced with new ipg and repositioned to be more comfortable for the patient. Effective coverage was restored.